Manufacturer narrative:
(B)(4). Additional attempts to obtain information and the device have been made. A supplemental report will be submitted with new details if they become available. (B)(4).

Event description:
According to the reporter, during a lap lower anterior rectum resection, prior to use ,they checked the powered stapler handle and the jaws opening/closing of the reload and had no problem. After the first firing was performed, the surgeon pushed the silver button, however could not pull the knife back. They replaced it with a new battery, however the status was same. The surgeon removed the tissue from the both side of the cartridge by hand, cut the un-resected tissue by scissors. Replaced by a new powered stapler handle and a new cartridge. The additional resection was completed. UDI number is not available. The event occurred in use for patient. The surgical time was extended by less than 30 min. The status of the patient: no problem. Additional tissue resection was required due to the issue. The patient gender is not available. The patient age is not available. The patient weight is not available.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The event report alleges the product was used in a surgical procedure. The visual inspection of the returned product noted the reload was fully fired, and the blade is extended top the end of the reload. The proximal end of the adapter was broken and received separated from the loading unit/reload. The articulation flag was bent. Pmv performed functional testing could not be done due to the state of the device. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the damaged reload adapter may occur due to over flexure of the reload while attached to the instrument. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.